Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4). Correction: "the root cause was the transmitter and app were unable to establish a connection."

Event description:
The root cause was determined to be a temporary communication error between device and transmitter. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a temporary communication error between device and transmitter.